Manufacturer narrative:
Manufacturing review. A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately two years four months post vena cava filter deployment a CT scan reportedly demonstrated the filter tilted. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years and five months of post deployment, computed tomography (CT) abdomen without intravenous contrast revealed that an infra renal inferior vena cava filter was identified, that demonstrated approximately 10-degrees mild leftward tilt. No struts fracture was visualized. No definite destructive perforation was noted. Therefore the investigation is unconfirmed for filter tilt since the medical records allege that "10-degrees mild leftward tilt". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 07/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two years and four months post vena cava filter deployment, a computed tomography scan demonstrated that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.